Manufacturer narrative:
Continuation of d10: product ID a820; product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who was receiving an unknown drug via an implantable pump for unknown indications for use. It was reported that there was an issue with establishing telemetry with the synchromed 3 (sm3) pump. They tried to couple a sm3 pump with a new communicator. Once the telemetry was established, the communication loading banner didn't go beyond 90%. This handset was installed with application 2.0 (as confirmed also via airwatch). They were able to couple the pump with another th90t02 so there was no patient impact. It was being considered to try to couple the communicator with another sm3 pump to make sure it is not a one-time problem. Additional information was received from a foreign healthcare provider via a company representative. The patient¿s age at the time of the event would not be made available. The serial number of the communicator was clarified as (B)(6). The patient¿s pump was of model 8667-40 with serial number (B)(6). There was no attempt made to establish telemetry with an alternate pump using the communicator. The cause of the difficulty establishing telemetry with the pump was unknown. Actions taken to resolve the issue was they replaced the whole remote control, regarding a problem with the remote control. The devices would not be returned as they were discarded.